Manufacturer narrative:
The insulin pump passed displacement test. However it alarmed a33 during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in the force sensor. Motor tested ok. Unit had cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during the basal delivery. The blood glucose reading was 124 mg/dl. She stated that the insulin pump had gone through an airport scanner about one month prior to the issue. She was assisted with clearing the alarm but stated that she was unable to rewind the insulin pump. Nothing further was reported.